Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 28. On 2023-12-28, non-osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.

Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 28. On (B)(6) 2023, non-osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19pandemic in accordance with FDA guidance "postmarketing adverse eventreporting for medical products and dietary supplements during apandemic" published may 2020.